Event description:
During an upgrade process performed by welch allyn the unit displayed "attach pads" with pads connected. This type of failure would have prevented the ability to monitor or defibrillate.